Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-13065. It was reported that patient¿s right t12 lead migration confirmed via x-ray. Patient reported lack of paresthesia as a result. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. No additional information is available. It is unknown which lead is the right t12 lead, therefore both leads are being reported.

Event description:
New information received states that programming changes were made to target a more distal portion of the lead. Issue was resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.